Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 3.0, lab: 7.1.

Manufacturer narrative:
Data analysis was not performed on inr results since time of test exceeded three hours. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The 3.0 and 7.1 inr are excluded from comparison test due to 2 days lapse between two readings. Since the time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid.